Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter has a hole that leaks. The following information was provided by the initial reporter: we had an issue with the bd insyte autoguard 18ga x 1.16in catheter. After placing an IV in the patient the site was found to be leaking and a hole was discovered in the catheter itself. We have saved the catheter and packaging.

Event description:
Additional information: there was no patient harm. The IV was removed and a new IV was placed.

Manufacturer narrative:
Additional information: details added to b5. Investigation results: the complaint of a hole in the catheter was confirmed; however, the root cause could not be determined. One 18g insyte autoguard device from lot number 3214009 was provided for investigation. The sample exhibited evidence of use. The needle was received fully retracted. A v-shaped puncture was observed in the catheter tubing, which was consistent with needle puncture damage. This type of damage can occur during assembly or use of the device. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. Due to the evidence of use, it is possible that the catheter was punctured during the insertion process; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.